Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
A one-time high svc and hvb impedance spike was observed following the reconnection of the lead. The lead was tested and the impedance measurements had returned to baseline and did not show any further variance. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated there were high and fluctuating svc coil and rv defib coil impedances and a possible lead fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that high and varying superior vena cava (svc) and high voltage (hvb) lead impedances in the right ventricular lead were observed following a device change out procedure. Additional information obtained indicated that a loose set screw was confirmed to be the cause of the high and varying lead impedances. The lead function was tested through the analyzer and the device and found to have normal function and the lead was reconnected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.